Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Fracture/separation and an inaccurate placement are known potential complications associated with the enterprise2 vascular reconstruction device. A fractured wire may separate and then embolize, resulting in ischemia or infarct. If the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the physician was required to implanted a second stent to cover the whole aneurysm neck. Based on the surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9493891) was used for an endovascular embolization procedure. During the procedure, the user reported that there were a fracture/separation and an inaccurate placement of the enterprise2. The event was initially reported as such, ¿missing component. It was reported that during procedure, stent was released in patient, it was found that the stent was released in a2 segment of anterior cerebral artery. The stent cannot cover the aneurysm neck. Doctor removed delivery wire of the stent and found that 12mm distal tip (delivery wire) was noted to be absent. Doctor implanted a second stent to cover the whole aneurysm neck and completed the surgery. The microcatheter was not replaced. The surgery was prolonged about 10 minutes.¿ no patient harm was reported. Additional information was received on 02-dec-2025. Summary: per the information provided, the distal tip of the enterprise device was not re-shaped prior to use. Excessive force was not applied to the device. The system was used with a recommended microcatheter. The cause of the reported deployment difficulty was unknown. There was no severe vascular tortuosity at the target site. This additional information has been reviewed. No changes regarding the reportability determination nor coding were required.